Event description:
On (B)(6), 2004, the patient was implanted with a gore excluder aaa endoprosthesis iliac extender component. On (B)(6), 2008, the patient was implanted with a gore excluder aaa endoprosthesis iliac extender component. No additional information is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.